Event description:
The customer reported that the system displayed a generator error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an over the phone investigation. Technical support was provided to the customer to check the generator batteries and try running a filament calibration. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.